Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however, it is being reported to medwatch as the complaint was received via user report. If a product is returned this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: a pharmacist reported that a "patient came into the pharmacy and stated that her freestyle libre sensor didn't work as expected" after the customer read the package insert instructions on how to use the product. There was no report of any third-party medical intervention. No further details were provided. There was no report of death or permanent injury associated with this event.